Manufacturer narrative:
D10: femoral component cr, porous size 2.5, l (cat# 02-010-04-0225 / serial# (B)(6)). Fit tibial tray cemented size 2.5f/2.5t (cat# 02-012-45-2525 / serial# (B)(6)). The revision reported cannot be confirmed but may be the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6.5 years post initial left tka, the patient was revised due to loosening, osteolysis and poly wear. The patient was not revised to exactech devices. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed at hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported cannot be confirmed but may be the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.